Event description:
Patient reported experiencing extreme low hypoglycemia of 18 mg/dl. She indicated that her blood glucose issues typically occurred during the night. Patient stated that on occasion, her husband had to wake her due to being unconscious. She was given glucagon to raise her blood glucose level. Patient stated that she was not using the infusion device at the time of the occurrences as the devices were "non functional." The patient did not report assistance by a healthcare professional or second party to address the issue. Product was previously requested to be returned for evaluation.